Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received yet. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported a leak at an unspecified location of the tubing set. No specific details were provided. No information was provided if the leak occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Though requested, no additional information was provided.